Event description:
It was reported that the patient presented to the ER with symptoms of chest pain. The implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) two weeks prior and the battery voltage was below rrt level. Shortly after reaching rrt the device experienced a charge timeout and reliability for the delivery of needed therapy was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694858, implantable tachy lead, (B)(6) 2005. (B)(4).